Event description:
It was reported that this right atrial (ra) lead was explanted for infection. No additional adverse patient effects were reported. This lead is not expected for return due to contamination from infection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.